Event description:
A nurse reported that sometimes the foot pedal stops working. There was no pt involved.

Manufacturer narrative:
A sample has been returned to the manufacturer. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).